Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was provided for evaluation. Visual examination of the sample noted three (3) misaligned/skewed valves. Review of the complaint sample with project engineer suggests that the skewed valves did not originate from the manufacturing process. The skewed positioning of macro / micro valves 1 and 2 are consistent with a transfer set that may not have been fully seated onto the compounder during the installation process, meaning only one side of the manifold was latched in the pump. This will result in both a failed leak check attempt, as well as skewed valves upon removal of transfer set. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400529555 and it's being submitted as a correction. *correction; the investigation finding code was submitted incorrectly. The correct code is 180; mechanical problem identified.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during initial setup of the pump, it was noticed that one of the valves on the bottom of the transfer set was skewed and not straight. No patient involvement.